Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 450 mg/dl. The customer treated via insulin pump bolus but and his blood glucose decreased to 433 mg/dl. Another bolus brought his blood glucose down to 301 mg/dl. He then changed his site and bolused again. When he woke up and had breakfast his blood glucose increased to 372 mg/dl, then to 391 mg/dl. During troubleshooting there were no anomalies noted with the insulin pump data and programming. However, an infusion set leak was noted at the site area. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.